Manufacturer narrative:
Block d2b: pro code: qrb. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc2218500 model: sc-8216-50 serial: (B)(6). Batch: 15018021 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. Additional information was received that the patient was doing well post operatively and the explanted device will not be return.